Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 28 april 2017. The fse checked level sense parameters for sample tube bottom and sample cup bottom via level sense check and noted the parameters were out of specifications. The parameters were within specifications after adjusting level setting for sample tube and cup bottom and re-running the level sense check. The engineer ran precision on cea level 1 & level 3 controls and updated software from 2.40 to 2.51. The fse also performed a back up parameter. The customer ran quality control (qc) on their assays. Qc was within customer established range.. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was level sense parameters out of specification.

Event description:
On (B)(6) 2017 a customer reported cea qc is recovering high with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.